Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro-fine¿+ 1ml insulin syringe with needle there was an issue with a plunger movement difficulty. The customer stated ¿patient claims that the needles are bent and crooked. Plunger would retract automatically.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation results: investigation summary: customer returned (10) 1cc, 12.7mm, 29g syringes in an open poly bag from lot # 6284857. Customer states that the needles are bent and crooked and the plunger would retract automatically. All returned syringes were examined and no bent cannula was observed. All samples were also tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 6284857. All inspections were performed per the applicable operations qc specifications. There were two notifications [200668680, 200668881] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needles bent and the 1st related complaint for unable to perform function (plunger movement) on lot # 6284857. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.